Manufacturer narrative:
Device analysis for ins nkf743889h revealed the ins battery had reduced capacity due to overdischarge. The ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count is 32. The last recorded recharge session performed while the device was implanted has the default date of (B)(6) 2000 due to por. The device was recharged for 29 minutes and the battery charged from 2.66v to 3.31v. The parameter trend diagnostic section of the trace report shows patient usage during this session. The battery discharged to the lock mode on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via the company representative (rep) that the implantable neurostimulator (ins) overdischarged. Patient compliance was an external factor that contributed to the event. The emergency charge was performed on (B)(6) 2017 and the patient was sent home to finish the charge in order to reset the device. When interrogation was done, no charge was admitted by the ins and the interrogation failed. The charge was unsuccessful, not charging, so the ins was replaced. The issue was resolved at the time of this report. The patient was alive with no injury. Patient's past medical history included overweight.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep additionally reported that the patient suffered from pain return. The rep was not able to get the information regarding the last time the patient charged the ins prior to the overdischarge. The patient could not explain the last date they recharged the device effectively. One overdischarge happened in the past, the date of this event was unreachable because the patient did not remember it. Two physician mode recharges (pmr) were tried. The first attempt did not charge enough to reset the device, so a second pmr was performed. The device was replaced, so now the patient was receiving appropriate therapy.